Event description:
Related manufacturer report number 2017865-2022-16209. Related manufacturer report number 2017865-2022-16211. It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead and on the left ventricular (lv) lead resulting in inappropriate high voltage therapy. The physician suspected lead damage on the rv lead and the lv lead, however, no diagnostic imaging was performed. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.